Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller said the patient needs an MRI of the brain and the hospital told them to bring the patient programmer with them to the MRI to access MRI mode. Caller stated that the patient has not used their ins for at least 3 years they think because of the ins battery. Reviewed MRI mode and reviewed MRI guidelines based on icon programmer/implant information. Reviewed bringing programmer with to appt so MRI staff can confirm ins is turned off. Patient will follow up with MRI staff. Additional information was received from the patient. They clarified that by "not used their ins for at least 3 years they think because of the ins battery" they were referring to "combination of all 3 (referring to issues with therapy, symptom control, and device issue). Stim therapy had loss of effect after 2 years. Shut off with remote. Dr. Wanted to reprogram at about 36 months - could not connect - assumed battery was dead." It was unknown to the patient if this issue was caused by normal battery depletion. The cause of the device not working was not determined and the likely cause was noted to be "not used for 36 months." The steps taken were noted to be "want to have device removed - making appointment with dr. To have surgically removed." The issue was reported as not yet resolved. The patient also wrote an additional note stating "need to have device removed to get cleared to get an MRI. This unit does not have a MRI safe mode. MRI techs will not clear. I have ms and have been attempting to get an MRI."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.